Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat cholangitis performed on (B)(6) 2026. During the procedure, when attempting to do the sphincterotomy the cutting wire broke upon activation of the diathermy. It was reported that no part of the device was detached and fell inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a wire break.